Event description:
During a robotic whipple procedure using the davinci xi, the surgeon noticed that the harmonic scalpel blade was loosening. It was removed from service and logged as defective. There was no harm to the patient. Recommendation to consider calibration of robot to detect compromised robotic components for message alarming on the user interface. No other therapies that contributed.